Event description:
It was reported that a malfunction labeled as "malf 12" occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred. There was no additional information received regarding the outcome of the event.